Manufacturer narrative:
A medtronic representative walked the user through the invalidate home procedure over the phone on the initial call, and the issue was resolved. No parts were replaced, and no further issues have been reported. The system is fully functional.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry could not move in any direction. The system was rebooted without resolution. It was noted that motion was enabled, and e-stop was cleared. The user then attempted the motion calibration procedure, but the gantry still would not move. The use of the imaging system and medtronic navigation was discontinued because of this issue. The procedure was completed successfully without the system after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.